Event description:
The doctor claims that a previously implanted graft is now dilated to 40mm. Note: the incident date is unknown at this time and has been approximated for reporting purposes only. Additional information received in 2005: the graft was initially implanted to repair an abdominal aortic aneurysm (aaa, open repair.)